Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer continued to use the pump for insulin therapy.